Manufacturer narrative:
(B)(4). 3004753838-2026-167307 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
After submission of the initial MDR, product was received on 06/10/2026 and it was determined this complaint is not reportable. Although it was reported that the patient consulted an hcp about treatment for the bleeding and/or bruising, no other information was received and there was no documentation of severe/life-threatening symptoms; prescription medication (oral, injection, or IV); surgical intervention by an hcp; and no report of any serious injury or long-term effect as a result of the event. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a bleeding event occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient experienced bleeding. There was no treatment provided or other symptoms reported; however, the patient reported seeking medical assistance. Attempts to follow up with the patient multiple times to obtain further details were unsuccessful. At the time of the report, patient condition was unspecified. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.